Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
The reason for this revision surgery, the agent reported "(patient complained of subluxation)". The previous surgery and the surgery detailed in this event occurred 1 year and 7 months apart. This evaluation is limited in scope as the items associated with this investigation were not returned to djo surgical - austin for examination. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate the reported devices were defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the products that may have contributed to the reported event. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to subluxation. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may also contribute to an event that are outside the control of djo surgical such as poor bone density, prolonged overhead activities, inadequate soft tissue support, patient activities or trauma.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced nausea, dizziness. The patient managed to do a fingerstick and the cgm was reading 91 mg/dl. And the blood glucose reading was low. Soon after, the patient took the fingerstick she fainted and fell on the floor. When the patient fell down her lip burst open, and she was bleeding from her mouth. The patient was found by her husband who gave her liquid glucose. The patient was brought to the hospital and received further treatment with intravenous glucose. The patient spent one night in the hospital before she was discharged. At the time of the event, the patient was pregnant. And an ultrasound was made that confirmed, that the embryo/fetus was doing fine. At the time of the report, the patient was stable. But it was stated, that from the event, she also had bruises under her eyes. Data was evaluated. And the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.